Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a reprocessed soundstar eco catheter and the catheter was noticed to have dried blood on it. The returned product, r10439072 - soundstar® eco 10f diagnostic ultrasound catheter, was received coiled in a zip-sealed bag on april 17, 2019. The returned product was visually and functionally examined. The device was recognized by all testing equipment and passed the sensitivity and capacitance testing of the catheter's elements. It also passed the eeprom and timing chip reset tests. It failed the acoustic calibration testing. However, the device history record (DHR) contains the original testing data showing the device was identified, supported and passed all functional testing prior to being distributed to the customer. No conclusion as to the cause for the acoustic calibration failure could be determined as the device had been removed from its packaging and was returned in a manner that could affect its calibration. As the device was identified by all equipment and completed all functional tests, the reported issue of the device not being recognized and supported by the generator used was not confirmed. As to the observed dried blood on the shaft, there are observed biological contaminants on the shaft - indicative of a device that has been handled and exposed within the operative field. The amount and location of contaminants is typical for a device that has had patient contact, but it was reported that the involved device did not have contact with the patient. It was later "the catheter never entered the patient¿s body, but it was in the sterile field and at one point placed near the patient¿s groin." The contaminants on the surface of the device are reddish-brown in color, typical of dried blood on a device after it has been removed from its packaging and handled within the operative field. The decontamination of these devices, involving multiple washing and enzymatic cleaners, during the reprocessing, does not allow for that amount of biological contaminants. As well, post-sterilization, blood appears black, extremely dry and flaky - due to the high heat of ethylene oxide exposure during the sterilization process. Per the instructions for use reprocessed 3d imaging catheter, users are to ¿inspect the packaging and the imaging catheter prior to use. If sterility appears compromised or the package/product appears damaged, do not use: remove the catheter from the sterile packaging using proper sterile technique: check the device for any signs of damage and do not use catheter if damaged in any way.¿ there are no indications from the reports provided by the account that handlers observed any indications that the original packaging had been damaged or compromised or that the device had foreign material on its surface before testing began. The observations of blood were noticed after its use. Due to the current appearance of the dried blood, and that the device had been removed from its packaging and handled, no conclusion could be determined as to when and how blood got onto the surface of the device, but there is high confidence the contaminants were placed on the device after its removal from the packaging and not prior to distribution. It is not verified that the device was like this out of the package, and that blood was present on the device prior to its removal from the package. The DHR for this returned device, lot# 2085656 was reviewed and there are no observed discrepancies. The device is noted to have passed all visual and functional testing prior to being distributed to the customer. In addition, a manufacturing record evaluation was performed for the reported lot# 2085656 and no non-conformances were identified. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no discrepancies were noted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a reprocessed soundstar eco catheter and the catheter was noticed to have dried blood on it. Prior to the blood being noticed, the reprocessed catheter was connected to the ultrasound machine and a message displayed that the probe was not supported. A new swiftlink was used, however, the issue remained and the message on ultrasound was displayed again. The catheter was replaced, the issue resolved. The imaging issue was discovered before the case began and during troubleshooting, groin access was being achieved. As the reprocessed catheter was taken away, it was examined and there was dried blood on the end of the catheter. Other catheters went into the body during the time before cleaning the entire sterile field and removing any potentially compromised items, therefore, other opened catheters were contaminated. All catheters were replaced. The reprocessed catheter never entered the patient¿s body, but it was in the sterile field and the distal portion was near the patient¿s groin. It is unknown at what point the blood got onto the catheter; if it was from groin access on the patient and dried before it was presented or if it came from the packaging with the dried blood. There were no patient consequences. The error message is not MDR reportable as this is highly detectable and poses no risk to the patient. However, since it is unknown where the blood came from, this event is being conservatively reported.